Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse discovered aspirate probe 3 tubing had become disconnected from the fitting causing increase in relative light units. The cse reconnected the tubing with a new sleeve. The cse performed a total service call. The cse performed calibrations on (B)(6) and confirmatory assays, which were successful. The cse ran quality control which was within expected range. The cause of the discordant, (B)(6) results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, (B)(6) results were obtained on eight patient samples on an advia centaur xp instrument. The discordant results were not reported to the physician(s). Seven out of eight samples were confirmed (B)(6). Three out of eight samples were repeated on an alternate advia centaur xp instrument, resulting (B)(6). All eight samples were repeated on the same instrument using a new reagent lot, resulting (B)(6). It is unknown if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) results.